Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Title: pulmonary-valve replacement in adults: results with the medtronic freestyle valve citation: ann thorac surg 2015;100:1047¿53 (doi: 10.1016/j.athoracsur.2015.05.006) authors: sowmya ramanan, mrcsed, mch, nicolas doll, md, dietmar boethig, md, phd, nadir tafer, md, alexander horke, md, xavier roques, md, phd, wolfgang bruno hemmer, md, and franc¸ois roubertie, md date of e-publish used for event date in b3. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a retrospective study was conducted to evaluate the midterm hemodynamic results after the implant of this stentless aortic root bioprosthesis used as a pulmonary valve replacement. The data was gathered from implants between (B)(6) 2002 and (B)(6) 2012 at one medical center in (B)(6) and another in (B)(6). The study population included 115 patients procedure (predominantly male; mean (B)(6) implanted with this medtronic stentless aortic root bioprosthetic valves (serial numbers not provided). Fifty-two implants took place in patients with tetralogy of fallot and 63 implants in patients with a ross. Among the patients with the tetralogy of fallot procedure, two post-operative deaths occurred due to multi-organ failure and to septic shock. It was reported that both patients had severe right ventricle dysfunction peri-operatively and required extracorporeal life support. Among the patients with the ross procedure, two early post-operative deaths occurred, both due to multi-organ failure. It was reported that both patients had severe left ventricle dysfunction due to coronary events post-operative that required extracorporeal life support. There was no allegation that medtronic devices caused or contributed to any of these deaths. Adverse events for both groups included: 1 thromboembolism, 6 endocarditis (all treated medicinally); 10 high gradients (greater than 50 mm hg) that resulted in intervention; 8 explants (mean of 2 years post implant), 4 moderate regurgitation without intervention, 1 transcatheter bioprosthetic pulmonary valve was implanted valve-in-valve due to pannus under the proximal anastomosis. No additional adverse patient effects were reported.